Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy on the continuous glucose monitor (cgm) reading. Reportedly, the cgm bg reading was ¿low¿, and the customer alleged this reading was inaccurate as the customer did not ¿feel low¿. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.